Event description:
Customer reports that intermittently during multiple pt procedures, there has been no table movements. When that has occurred, customer was able to reset a breaker and then everything would function. Customer could not recall dates or details of events.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.